Manufacturer narrative:
(B)(4) - inflammation occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional information was received that indicates this event does not meet serious injury reportability criteria. This event is therefore not reportable.

Event description:
It was reported that a patient underwent a sternotomy on (B)(6) 2013 and suture was used. The patient experienced an inflammatory reaction at the sternal wound. Additional information to be requested.